Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. They replaced the solenoid driver board. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer claims that the cs300 intra-aortic balloon pump (iabp) did not alarm during the blood back sensor test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer claims that the cs300 intra-aortic balloon pump (iabp) did not alarm during the blood back sensor test. There was no patient involvement, and no adverse event reported.